Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device retained by hospital.

Event description:
It was reported that the patient underwent a reverse shoulder replacement 10 years ago. Allegedly, the patient presented with pain and a revision was scheduled. During the revision the site appeared infected. Investigations done and bone scan showed hot spot over the glenoid while x ray demonstrated glenoid loosening. Glenoid component was loose and medialised and one screw had broken. Glenoid implant removed, along with the poly from the humeral component. Cultures taken. Converted to a hemi.